Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: error code 211-2000 on 8100 unit. Case notes: (B)(4). Npi. Customer michael called in for help on 8100 unit has error code 211-2000 which is a unspecified communication error has a bad logic board will need to be replace confirm part number to customer for the logic board. Also customer has a 8015 unit when power unit on gets a red arrow by the system on button. Which is a watchdog error unit will have to come in for services repair.